Manufacturer narrative:
The device was received for technical investigation. Based on the product analysis results, the probable root cause of the failure is: a cold solder joint within the device. The root cause analysis established that in the final tests before the release of the device for distribution, the doppler signal could be regularly heard and no anomalies were found. Complaints trend analysis did not highlight similar events reported for the same device. Newly manufactured devices will be monitored for future reoccurrence. Should we get further info, add'l report will be submitted.

Event description:
The thd revolution, when activated, did not transmit any doppler signal. The treatment was terminated with another device, with no impact on the pt outcome.